Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent low glucose readings while using the ilet pump and elected not to continue therapy despite multiple adjustment attempts with a representative, and the device was returned. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no reported injury, and no reported alarms or alerts. Investigation included internal review of the complaint history and return logistics tracking. Investigation of this case revealed an unclear contribution of the pump to the reported low readings, with no device alarms reported and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.